Event description:
The patient underwent a breast augmentation using 2-0 quill srs pdo for inframammary closure in the subdermal layer. Fourteen (14) days post surgery, the patient experienced suture spitting/extrusion on her left breast. The quill srs was removed and the patient's wound was resutured using an alternative product.

Manufacturer narrative:
The device was not returned for evaluation. Results: the device was not returned for evaluation. No product evaluation can be performed. Conclusions: relevant portions of the device history record were reviewed for the finished good lot number reported. No relevant findings were noted during this review. Angiotech reference:, quill srs, size 2.0, pdo.